Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Upon investigation, the implantable cardioverter-defibrillator was noted with post-paced t-wave oversensing. Programming changes were made. The patient was asymptomatic.

Event description:
Additional information received noted that the patient presented remotely via merlin.net. Upon investigation, the implantable cardioverter-defibrillator was noted with post-paced t-wave oversensing. Programming changes were recommended, but the clinic elected to not make programming changes due to the patient being asymptomatic. The patient will be monitored.